Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a cartiva toe implant. Approximately 28 months post-op, the patient followed up with the surgeon with recurring, ongoing and immense pain in the great toe. It is further alleged "in addition to a loss of range of motion of the great toe, the patient experienced loss of mobility, nerve damage and debilitating pain of the right great toe, along with constant irritation and discomfort." The device was removed and the patient was implanted with an arthrosurface implant.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : device not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a cartiva toe implant. Approximately 28 months post-op, the patient followed up with the surgeon with recurring, ongoing and immense pain in the great toe. It is further alleged "in addition to a loss of range of motion of the great toe, the patient experienced loss of mobility, nerve damage and debilitating pain of the right great toe, along with constant irritation and discomfort." The device was removed and the patient was implanted with an arthrosurface implant.

Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.